Event description:
It was reported that this e360 ventilator emitted smoke. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this e360 ventilator emitted smoke. It was informed that third-party service provider tokibo (tkb) performed the evaluation. Tkb reported finding a thermally damaged capacitor in the power supply, and, therefore, the power supply was replaced. The unit was informed to be functional after part replacement. One power supply was returned to medtronic for failure investigation. Visual inspection of the power supply found dried fluid residue along many of the components and a swelled electrolytic capacitor c11a. The capacitor was de-soldered, and analysis indicated the dried fluid was likely electrolyte from capacitor c11a. The power supply was not installed in a test ventilator due to an apparent failure of capacitor c11a. Although thermal damage was reported by tkb, there was no evidence of this found during the product analysis. It is possible a gaseous vapor was emitted when the capacitor failed and was reported as smoke. The likely cause of the event was isolated to a faulty capacitor c11a on the power supply. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.